Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by stress of repeated use, external factors, or handling. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation "leakage¿ due to a pinhole on bending section cover, water tightness is lost. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Video connector case had a crack and was deformed. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope exhibited leakage. The device was returned and an evaluation at the repair center revealed, the adhesive of the objective lens was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.